Event description:
A malfunction alarm with code malf 0 was reported, but no notable events occurred before the malfunction. The customer's blood glucose level was at 188 mg/dl, which is within the normal range. The customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, which the customer acknowledged and understood.